Event description:
Boston scientific received information that during a routine follow up visit (date unknown), this left ventricular (lv) lead exhibited a loss of capture (loc) and a lead dislodgment was suspected. A revision procedure was performed and a visual inspection of the lv revealed a lead fracture. The lead was explanted and replaced. A new lv lead was attempted to be implanted but was placed on an unsterilized area in error. The lead was discarded at the hospital with no allegations. A third lv lead was successfully implanted and all measurements were within normal range. No adverse patient effects were reported. The explanted lead was returned to boston scientific.

Event description:
----

Manufacturer narrative:
The product has not been received for analysis. Upon receipt the lead will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed a lead fracture. The anode coils on the lead are fractured in six places. In addition, dried blood/body fluid was noted in the entire lead lumen and the inner insulation was worn from the terminal pin. Resistance and pressure tests were not completed to assess leads electrical performance and insulation integrity as the insulation and conductor coils were damaged on this lead. A continuity test was performed on the lead and measurements throughout this tests were not within normal limits due to the lead fracture. Laboratory testing was unable to reproduce the reported clinical observations of the suspected lead dislodgment and detailed analysis did confirm a lead fracture through visual inspection.